Manufacturer narrative:
(B)(6). Product not yet returned for evaluation. Most likely underlying root cause: (B)(6) - user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(6). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with all of the results obtained. The expected fasting blood glucose test result range is 90-105mg/dl. The customer feels well did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the bedroom. During the call on (B)(6) 2017, a back to back blood test was performed fasting by the customer and produced test results of 120 and 115mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 11/30/2018 and open vial date is approximately one week ago. The meter memory was reviewed for previous test result history: result 1 : 115mg/dl date: (B)(6) 2017 time:3:17pm fasting. Result 2 : 120mg/dl date: (B)(6) 2017 time:3:16pm fasting. Result 3 : 162mg/dl date: (B)(6) 2017 time:12:38pm fasting. Result 4 : 181mg/dl date: (B)(6) 2017 time: 12:37pm fasting. Result 5 : 108 mg/dl date:(B)(6) 2017 time: 9:35am fasting. Customer is 32 weeks pregnant on bedrest and believes that the meter is not consistent. Customer always test fasting. Test strips were stored correctly. Customer did not have symptoms at the time of the call.